Event description:
The customer reported a button failure of the heartstart mrx defibrillator. There was no report pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.